Event description:
It was reported that the bd micro fine insulin syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: there is a small amount of what looks like dried glue on the end of the needle. I wasn¿t aware of issue until the needle was dragging through the patients skin. Treatment remained the same no harm or injury just dragging on x 4 injection sites.

Manufacturer narrative:
H.6. Investigation: customer returned images showing a 0.5ml, 30 gauge, 8mm syringe from lot 1144258. There is a small, clear bead of material adhered to the syringe¿s cannula. The material would result in discomfort during use. A review of the device history record was completed for batch# 1144258. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of foreign matter on the cannula. Root cause cannot be determined for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd micro fine insulin syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: there is a small amount of what looks like dried glue on the end of the needle. I wasn¿t aware of issue until the needle was dragging through the patients skin. Treatment remained the same no harm or injury just dragging on x 4 injection sites.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.